Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. It was noted there was also a high right ventricular (rv) lead pacing threshold but no high outputs observed from the crt-d. The crt-d was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. It was noted there was also a high and rising right ventricular (rv) lead pacing threshold. The crt-d was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.